Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 427, 387 mg/dl. The customer experienced the symptoms related to the high blood glucose such as headache. The customer was treated with the insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged the insulin pump was under delivering because, the blood glucose going down but then the underlying basal was not working correctly. The customer stated that they have performed the high pressure test and the test was passed. The troubleshooting was performed for the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Device functioning properly.